Event description:
Pt with dramatic decrease in hgb secondary to hemolysis suspected due to failure of the carbon filter in her water treatment system to remove chloride/chloramine from dialysis. Pt transfused with 2 units prbc's and was treated for chlorine/chloramine exposure.